Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the customer answer on (B)(6), 2024 received via due (B)(4). Updated fields: b5, g3, g6, h2, h6 (medical device problem code). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had incomplete seal cycle error. There was no delay in surgery.

Event description:
It was reported that the subject device had a short circuit error. The issued was found during a therapeutic oophorectomy procedure that was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.